Event description:
It was reported that 5 bd 1ml insulin syringe u-100 slip tip with bd precisionglide¿ had scale markings missing. The following information was provided by the initial reporter: yesterday I went to use one of my syringes and there is nothing printed on it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd 1ml insulin syringe u-100 slip tip with bd precisionglide¿ had scale markings missing. The following information was provided by the initial reporter: yesterday I went to use one of my syringes and there is nothing printed on it.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-aug-2022. H6: investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the indicated issue. Potential root cause for the missing print defect is associated with the marking process. It is likely that the clogged ink manifold found during batch manufacture caused the missing print observed. Although product was requalified it is possible a limited number of syringes with this condition were able to escape detection.